Event description:
It was reported that sheath tip torn in an atypical manner. The patient's anatomy contained mild calcification and mild tortuosity. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. Balloon aortic valvuloplasty (bav) was performed with a non-boston scientific balloon catheter. An unknown size acurate neo2 valve was successfully implanted. At the end of the procedure, the 14f isleeve introducer sheath was removed from the patient. The tip of the 14f isleeve introducer sheath appeared torn in an atypical manner and remained attached to the shaft of the 14f isleeve introducer sheath. There were no patient complications reported.